Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly at the 1st or the 2nd firing and the clip ejected in a u-shape without being formed when the device was used on the cystic artery. The clip fell into the patient, but it was removed with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient. The device was not fired across something hard such as a clip. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. The device was fired after the incident. All clips which were fired after the incident were retrieved.